Event description:
Patient with multiple comorbidities was being repositioned by nursing staff and the clip of the hollister et securement device popped open. Et tube was forced out of airway by high vent pressure. Et tube was removed and patient immediately bagged. Totally unplanned extubation of patient. FDA safety report ID # (B)(4).